Event description:
Pt had swan ganz catheter inserted in the operating room to monitor continuous cardiac output. At the conclusion of the procedure, pt was taken immediately to intensive care unit. Upon arrival, the nurse noted that the swan ganz catheter had bloody fluid in sterile sleeve. Swan ganz removed by intensivist. New swan ganz inserted.